Event description:
It was reported that during a laparoscopic gastric bypass procedure the jaws would not open after the device was fired. Unknown what firing or what reload cartridge was being used. Another device was used to complete the case. There is no further information available about the event.

Manufacturer narrative:
(B)(4). Information was not provided by the initial contact. Information anticipated, but unavailable at this time. The following information was requested, but unavailable: on what tissue type was the device used? Asku. On which firing(s) did this event occur (1st, 2nd, 12th, etc.)? Asku. Echelon straight/flex: during which stroke did the event occur? Asku. What color cartridge was being used? Asku. What other color cartridges were used before and after this event? Asku. Was buttressing material utilized? Asku. Was the instrument fired across or near an existing staple line or clip? Asku. Were any unexpected noises heard? Asku if so, when? Were any of the forces higher or lower than expected (closing, firing, or opening)? Opening. After use, did each of the triggers and buttons automatically return to their original (pre-fired) positions, without intervention? Asku. Was there any difficulty removing the device from the tissue? Yes.

Manufacturer narrative:
(B)(4). The analysis found that one device was returned in good visual condition and with no cartridge reload loaded on the device. The manual override door was noted to be out of position; the override lever was up which denotes that the knife was manually returned to home position. It should be noted after the manual override system is used the instrument is disabled and cannot be used for any subsequence firings. The device was disassembled to reset the manual override system; the instrument was tested for functionality in the straight position with a test cartridge reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples were noted to have the proper b-form shape. The device closed and opened properly during testing. This report is not intended to deny that you experienced a problem with the device. There may have been other circumstances or issues that occurred during the use of the device that we were unable to duplicate during our laboratory analysis. The batch record was reviewed and no anomalies were noted during the manufacturing process.